Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue lot number 11muv023 was used during aorta surgery, after suturing the aorta and intergard graft, bioglue was applied to the suture line. The surgeon stated that the aorta tissue and graft were "melting," and he is concerned that bioglue is the cause. Additional information received at a later date indicates that the patient was young male with marfan syndrome, who underwent bentall procedures for acute debakey type ii aortic dissection with annuloaortic ectasia. After weaning from cardiopulmonary bypass, bioglue was applied to the proximal anastomosis site (between aortic root, and intergard woven graft). Approximately five month later, the patient was re-admitted with a fever, and general weakness. A CT scan confirmed the disarticulation of the bentall graft. Operative findings showed, disarticulation of the bentall graft with surrounding inflammatory, and necrotic tissues. Redo-bentall procedure was performed, and the patient is now doing well after surgery. The culture for the necrotic tissue was negative for any bacteria. A review of the device master record reveals that the lot was manufactured according to all manufacturing specifications. The precise cause of the reported event is unknown; however, it should be noted that the patient's underlying disease, marfan syndrome, was likely a contributing factor. This defect causes weakening of the aorta as well as a number of other connective tissues throughout the body. A characteristic histologic finding in the aorta of marfan patients is cystic medial necrosis. The surgeon does acknowledge that he is uncertain if the event is directly related to bioglue. There is no evidence that directly implicates bioglue as the cause of the reported event; however, a contributory role cannot be excluded. Corrected data - the initial report listed the country in which the event occurred as (B)(6); however, the event occurred in (B)(6).

Event description:
According to the report, bioglue was used during aorta surgery, after suturing the aorta and intergard graft, bioglue was applied to the suture line. The surgeon stated that the aorta tissue and graft were "melting," and he is concerned that bioglue is the cause.